Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter thoracic aortic aneurysm was reported. Proximal aorta was 29- 30 mm in diameter. Distal aorta was 39-32 mm in diameter. Right and left iliac arteries were 7 mm in diameter. The right and left femoral arteries were 7 mm in diameter. The access vessels and aorta were tortuous. The access arteries were moderately calcified. It was recently reported that the patient expired, however the cause is unknown. This device is not marketed in the united states however it is similar to a device that is marketed in the united states.

Event description:
Additional information was received for this case. It was reported that the patient was admitted for life-threatening hyperkalemia. The patient was emergently dialyzed with ultrafiltration. The patient was discharged on two days later and two days post discharge the patient expired. The investigator assessed this event as not device or procedure related.

Event description:
Additional information was received as follows: it was reported that the patient had chf within a week of having a ruptured aneurysm. The cause of death was a ruptured abdominal aortic aneurysm.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), (unknown cause). Conclusion: (unknown cause).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death).